Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented in clinic for follow-up after receiving inappropriate therapy due to noise. The lead was explanted.